Manufacturer narrative:
The serial read-out of the pump has been analyzed. No unintended pump stops could be recorded, since all stops were associated to an activated monitoring function. The pump resulted to be working according to specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The serial read-out of the pump has been provided. Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped during procedure with no error message. The user tried to rotate the pump by setting the speed with the knob and pushing the two override buttons and the pump did not start. The user hand-cranked the pump and completed the case by using another machine. There was no report of patient injury.